Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient reported seeing a "maximum setting capacity reached" message since yesterday. They were unable to increase therapy strength past 0.3ma, and stated their settings were normally at 2.7ma. They reported seeing therapy had been turned off, and stated they had a charging session. The help line walked the patient through dismissing the message, and through checking the ins battery. They stated it was at 30%. The patient was walked through connecting to the recharger application and having a charging session. They would leave the implant to charge to 100% and increase therapy strength. The patient was redirected to their doctor if the issue persisted.